Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 700 mg/dl at the time of incident and the current blood glucose level was 239 mg/dl. The customer declined troubleshooting for hyperglycemia. Customer stated that they did not correct or delivery two bolus as well as not changing the battery and it ran out. Customer stated that they use 300 units of insulin a day. Customer stated that they had received previous no delivery alarm. The insulin pump will not be returned for analysis.